Event description:
It has been reported to philips that the crew advises the display screen will temporarily freeze and not allow user input. You do not see any waveform movement. After a few seconds the screen will then start to display correctly. This is an intermittent issue.